Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to lymph complications. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. At the end of the procedure, a lymphorrhea was identified at the access site. The physician elected to follow up the patient and concluded the procedure. On (B)(6) 2007, a surgical ligation was performed to treat the lymphorrhea, which was successfully resolved. The manufacturer of the sheath is unknown.